Manufacturer narrative:
Manufactures investigation conclusion: the reported event of ¿low voltage, power cable disconnected, no external power alarms¿ was confirmed with the evaluation of the returned system controller (serial # (B)(6) ). Electrical testing revealed a short to shield condition with an underlying wire within the white power cable. It was noted there were small punctures on the outer jackets. The area around the punctures on the white power cable were delayered, which revealed exposed conductors approximately 8 inches from the connector. The exposed conductors on the power wire has the potential to result in the reported alarms if a shorted wire condition occurs. The log file retrieved from the returned system controller captured the reported alarms when the system was supported on the mobile power unit, power module, and 14v batteries. The voltage values were transient and appeared to be related to the white power cable. The analysis could not determine the root cause that attributed to the damage to the power cables. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(6) ) was shipped to the customer on (B)(6) 2019. The heartmate 3 patient handbook, section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was initially reported the patient was getting low voltage and no external power with both cables on their mobile power unit (mpu) and power module (pm). There were no alarms reported on battery. The log file captured low power advisories and cable disconnects while on batteries and mpu. Additional information reported they were getting the same no external power with both cables on the hospital mpu and pm. It was recommended to change out the controller as it was believed the issue was the controller not the mpu or pm or batteries. Controller was exchanged to the patient¿s back up controller and no additional information provided.